Manufacturer narrative:
No patient demographic information is available. The customer observed bubbles/foam at the cuvette washer high concentration waste nozzle. The field service representative (fsr) inspected the instrument and resolved the issue by replacing the high concentration waste pump poppet valve (09d36-02 aero c8k pop vlv). A review of service history for the architect c8000 processing module, serial number (B)(4) revealed no additional service tickets associated with discrepant/erratic results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the 09d36-02 aero c8k pop vlv did not identify any trends. Review of tracking and trending for the architect c4000, c8000, and the c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the poppet valve (09d36-02 aero c8k pop vlv) or the architect c8000 processing module, serial number (B)(4) was identified.

Event description:
The customer questioned magnesium results for an one patient. The customer uses the reference range 1.6-2.6 mg/dl. The following patient results were provided: sid (B)(6) initial result 6.2 mg/dl, repeat with a new sample 3 hours later on another analyzer 1.8 mg/dl. No impact to patient management was reported.